Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service prompts heard. There was no patient involved in this event.

Event description:
Device service prompts heard. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 8th january 2013. Upon receipt of the device, damage was observed on the upper and lower case assembly, which would indicate the device had sustained an impact which lead to the coin cell becoming detached from the negative terminal. This had resulted in the rtc errors as the bt1 coin cell provides power for the rtc circuit and would confirm the reported fault. Information from the history log showed the device performed to specification up to the 5th august 2018 therefore, this report concludes the coin cell became detached from the negative terminal shortly after this date, resulting in the rtc errors detailed in the history log. Furthermore, the manual power ons of 10 minutes duration observed after the 5th august 2018 may have been the user power cycling the device after the impact damage had occurred or was a result of the damage observed. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.